Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 50 mg/dl. The customer treated themselves with food. The customer declined to troubleshoot for the low blood glucose incident. The customer was also assisted with turning on the bolus wizard feature. The customer will continue to use the product.